Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient had been doing it a lot over the past few days because of christmas and they could feel the stimulation pretty intensely in their lower back down to their leg but this morning they could not feel it in the lower back. Patient could feel it very lightly in their right leg but not as intense as it normally was. Patient had not changed anything and they always had it set on group c at 6.2. Patient turned it up to where they can feel it if they were laying on their back but when they sit up or stand up they could only feel it lightly in the right leg. Patient noted they were feeling a lack of therapy today. For the past week or so they had been running at 24/7 and as soon as it died the other day their back hurt. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.